Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected restarts or pump error 23s were noted during testing either. Thump software was utilized and uploaded trace/history files properly. According to the adapt tool, the last pump error 25s occurred on 04/08/24 @ 12:00:00 & 16:00:00. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred on 04/07/24 @ 22:00:00, on 04/08/24 @ 04:00:00, & on 04/11/24 @ 03:00:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. During the visual inspection the internal battery was temporarily disconnected and then reconnected from its socket, pcba1 j6. Thump software was used again to upload trace/history files. The second power management graph, power management 02, plus the listing in the adapt tool shows that no pump error 25s occurred after the disconnecting/reconnecting the internal battery. In summary, the customer¿s report of battery failed alarms and pump error 23s both were not confirmed during testing. The pump error 25s are due to a loose internal battery - pcba1 j6 connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported receiving a replace battery alert/ replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. Error had occurred more than once after a battery change. The customer reported receiving a power loss alarm. The customer was able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.